Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device change-out procedure, upon removing this right ventricular (rv) lead from the header of an old competitor device, insulation damage was observed. The physician was able to repair the rv lead using an adapter set and it was connected to a new pacemaker and continues to remain implanted and in service. No adverse patient effects were reported.